Manufacturer narrative:
Sample information was not provided. Qc and system information was not provided. Service was not dispatched a definitive root cause has not been determined.

Event description:
A beckman coulter inc. (Bci) customer was contacted via marketing surveillance program (msp) and indicated they had thyroid stimulating hormone (tsh) fliers generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory. Patients results and demographics were not provided. The events will be assumed to be worst case scenario that the flier tsh patients' results initially recovered above the normal reference range with repeat results recovering within the normal reference range. Unknown if patient treatment was impacted by this event.